Manufacturer narrative:
Pod data showed no timeouts or drive stalls, indicating that there was no evidence of struggle to deliver insulin during operation. A tear was observed in the exposed portion of the soft cannula. A leak was observed at this tear. No other damages or defects that would affect the delivery of insulin were observed. It could not be determined when or how this damage was sustained. It can not be confirmed as a cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 345 mg/dl. The pod was worn on the patient's hip/buttocks for between 4 and 24 hours. As treatment, a new pod was applied.